Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call that customer experienced high blood glucose of 400mg/dl and low blood glucose of 39mg/dl,52mg/dl. Customer had blood glucose of 348mg/dl, 358mg/dl, 327mg/dl and 268mg/dl. Customer was treated with 3 juice boxes for low blood glucose and corrected with bolus for high blood glucose. Insulin pump will not be return for analysis.